Manufacturer narrative:
The reported event of stylet failure to advance was confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. X-ray of the lead found the inner coil to be over-torqued at the connector region. The guidewire insertion test couldn¿t perform due to the damaged coil. The cause of the reported event was isolated to the inner coil being damaged consistent with procedural damage.

Event description:
During an implant procedure, the guidewire was unable to advance in the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.